Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during the occlusion test due to faulty force sensor.(gold) motor passed motor test. The displacement test functioning properly. The device received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched case and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 193 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.